Manufacturer narrative:
The following additional information was received from contact. It was reported that the pump touch screen was unresponsive. Customer's blood glucose was between 200-300 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. D10, h6.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had a delayed response when interacting with the pump touch screen. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem's technical support to obtain additional information and troubleshoot; however, a response was not received.